Event description:
It was initially reported that the patient got a little bradycardic when system diagnostics were run during initial implant surgery. No interventions were taken as the heart rate returned to normal on its own. The patient does not have a history of cardiac issues nor a family history of cardiac issues. The patient was under general anesthesia but the depth of the anesthesia was not noted.